Event description:
Approximately eight months after the implantation, the site reported that the patient had developed elevated vad power consumption and estimated flows. The patient's vad was exchanged six days after the initial onset of symptoms.

Manufacturer narrative:
The site has declined to return the products to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption that correlate with the reported event date. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This is one of two reports (3007042319-2014-00103,00262 and 00271) submitted for devices related to the same patient. Device not returned.